Manufacturer narrative:
(B)(4). One empty labeled winding former and a dispensed needle-suture of product code sxpp1a300 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed the suture was examined and body fluids and damaged were found. Also, the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the stratafix came off after continuous suturing on the joint capsule. Another product was used for the patient. Additional information was not provided. There were no adverse consequences to the patient.